Event description:
During the procedure, the transseptal puncture was performed and after inserting the introducer, it was noted that the valve at the back of the dilator was leaking. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both sides of the seal. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.